Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code) has been confirmed. Upon investigation the monitor displayed a service code. The cause for the failure was isolated to a open resistor on the computer/analog board. The root cause for the opened resistor could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.